Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the precleaning after the endoscopy, when water was injected into the auxiliary water channel using a syringe, black foreign material was exited. This device had been cleaned and disinfected with a washing machine manufactured by ihi machinery and furnace co., ltd. After precleaning. There was no report of health hazard for patient who used the device.

Manufacturer narrative:
The device and foreign material were returned to omsc for evaluation. The user facility reported that the olympus colonovideoscope pcf-h290zi, which has the auxiliary water channel, was cleaned in the same way as the device, but there were no problems. It was also reported that the only difference between the colonovideoscope pcf-h290zi and the device cleaning method was the use of antifoaming agents. The user facility requested an investigation into the cause of the reported phenomenon and an analysis of the composition of the foreign material. Omsc investigated the device and confirmed the reported phenomenon. As a result of component analysis of foreign material sent from the user facility, silicon and protein were detected. Omsc determined that silicon and protein were materials that were not used in the endoscope and therefore invaded the device from the outside. Silicon can be a drug-derived component, and protein can be a body fluid-derived component. Based on the above, omsc concluded that the reported event was caused by insufficient cleaning inside the pipeline of the auxiliary water channel. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.